Event description:
Medication set utilized to administer small volume medications to patients failed in use. Medication backed into flush system and valve did not regulate medication to the patient to achieve full dose administration. ICU medical: item ¿ lot ¿ product description: b33895- unknown-107" (272 cm) transfer set w/dual check valve, microclave, luer lock event: colored medication was detected as back flowing into the flush bag system.